Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for insulin pump error. Customer¿s blood glucose was unknown. Customer states that it happened last night and he tried to put new battery in and then it started again customer states the alarm did not occur immediately after a battery change. Advise the pump will need to be replaced. Advise to customer refer to back-up plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. The test energizer battery was removed from the battery compartment and the pump was monitored for 10 minutes. The pump powered up properly after insertion of the battery and no unexpected post-reset ram crc alarm were noted.